Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming. The patient's condition is unknown. Another stapler was used.

Manufacturer narrative:
(B)(4), per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4)pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint.

Event description:
It was reported that the staples were jamming. The patient's condition is unknown. Another stapler was used.